Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a painful skin reaction that extended under and beyond the patch perimeter with itching, watery yellow drainage, and scarring. She indicated that she thought the portion of the reaction beyond the sensor patch perimeter may have been due to the overlay patch. The reaction was treated with a prescription of an unspecified oral or IV medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).